Event description:
Imp ref#: (B)(4).

Manufacturer narrative:
No device was returned resmed for investigation. There was no report of a device malfunction. Per the customer, all alarms were individually switched off, the specific mention that "disconnection alarm / hypoventilation alarm were switched off". When all the alarms are deactivated, the device will not alarm when the patient circuit is disconnected. The astral user guide specifically states under "caution" that "alarms should be configured and tested to ensure that circuit disconnection and decannulation is detected".